Event description:
During a lap cholecystectomy, the clip applier was fired in order to ligate ducts and the clips when created were bent and fell off. This applied to all clips produced. No other er320's were opened to finish the procedure. There were no adverse outcomes. No pt consequence.